Manufacturer narrative:
Corrections: upn from h74939200071220 to h74939200081020. Lot # from 15435683 to 15699495. Device manufactured date from: 08/06/2012 to 11/26/2012. Device expiration date from: 08/03/2015 to 11/21/2015. Device evaluated by manufacturer - there was blood in between the inner shaft and outer sheath. The pull grip was completely pulled back. The stent was not returned for analysis. The inner shaft was kinked 4cm, 11cm and 13cm from the distal tip. The outer sheath and inner shaft were compressed 3cm from the end of the outer sheath. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Based on returned device analysis and confirmation from the facility, the correct device was an epic vascular 8x100x120.

Event description:
It was reported that during a stenting treatment procedure, stent deployment difficulties occurred. The target lesion was located in the left common iliac artery. During deployment of the 7x118x120 epic vascular stent, the proximal end of the stent was not completely deployed, it was inside the sheath. They thought they had completed the deployment and when they retracted the handle, it also pulled the sheath out of the body and externalized the proximal portion of the stent out of the arteriotomy. The patient was sent to surgery to remove the externalized stent. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).